Event description:
It was reported that the protector p50 multipack experienced leakage during use. The following information was provided by the initial reporter: hcp prepared medication in the evening of the 29th. Next morning, s/he confirmed crystal was on the vial therefore placed it in the plastic bag with a zipper. Then confirmed liquid in the plastic bag and s/he suspects leakage.

Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality engineer for investigation. Upon inspecting the product it was noted that the needle on the protector did not properly penetrate the stopper of the vial, it was out of center causing significant damage to rubber stopper and aluminum cap. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which can result in a leak to occur. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the protector p50 multipack experienced leakage during use. The following information was provided by the initial reporter: hcp prepared medication in the evening of the 29th. Next morning, s/he confirmed crystal was on the vial therefore placed it in the plastic bag with a zipper. Then confirmed liquid in the plastic bag and s/he suspects leakage.